Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6; the reported event could not be confirmed. Visual evaluation of the provided photo identified 2 black spots on the underside of the device. Visual examination of the returned product found no debris or black spots on any surface of the device. No packaging was returned for evaluation. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patella implant was opened on the back table and a black spot was observed on the underside of the implant. The device was not used, and a new implant was opened for use. No further information has been provided.